Manufacturer narrative:
This report is a follow-up report. The product had not yet arrived at the manufacturer's service location at the time of the initial report generation and the investigation had therefore not yet begun. This report presents the results of the findings following the examination of the product. For this reason, the contents of the following fields have been supplemented/corrected. Two deviations were found in the device sent in. The damaged tooth on the underside of the extension arm indicates external force(s). Possible functional restrictions due to improper handling cannot be ruled out, but are not apparent in this case. The roughness of the extension arm is a typical sign of insufficient care, in particular insufficient lubrication of the relevant features. Insufficient lubrication of the skull clamp's features can result in the two arms of the skull clamp tilting. However, such a (tilted) condition of the components cannot remain hidden from the user if checked before use in accordance with the instruction manual. Furthermore, the maintenance cycle for the device was not adhered to. Exceeding the maintenance interval (in this case 2 years) may result in any functional limitations due to damage or wear of components not being detected and rectified in a timely manner. Our experience is, that pinning technique can contribute to a loss of pressure and/or slippages. We therefore refer to our product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Distributor informed us on september 13 that one of our products was involved in a case in which the treated patient sustained a laceration.

Manufacturer narrative:
The device in question has not yet been received by the manufacturer for examination. Return of the product as well as additional information on the incident was requested by the manufacturer. Upon receipt and inspection of the device and/ or upon receipt of supplemental information on the reported incident, a follow-up report will be submitted including any new findings.